Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain and metallic fibers in blood. No revision procedure has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-02909/ -02911).